Manufacturer narrative:
One patient sample was returned for investigation. Interference testing was performed on the sample; no interferences were observed. The differences of the ft3 values, generated with the different analyzers, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported out the initial result to a physician who asked for re-measurement of the sample. Sample from the patient was submitted for investigation and was tested on a siemens centaur, a cobas 8000 e 801 module, a cobas e 411 immunoassay analyzer, and a cobas 8000 e 602 module.